Event description:
In 2008, boston scientific corp. Was informed that during the procedure, the physician had a "hard" time taking a "bite" with the forceps. It did not take a clean bite. The procedure was completed with this device without any pt complications. Pt is "ok".

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.